Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during interrogation, it was noted that the capacitor's last max charge was labeled as "therapy ". The patient had no therapies delivered and no arrhythmias were detected. This was believed to be due to a MRI capacitor maintenance and it was confirmed the patient had an MRI on the date the "therapy" note was observed. There was a concern that the labeling was misguiding or misleading for clinic staff as no therapy was delivered. The patient was stable.